Event description:
The reporter indicated that a 13.2 mm vticm5 13.2 implantable collamer lens of -9.0/4.0/091 (sphere/cylinder/axis) was implanted into the patient's eye. The lens was explanted due to sizing issue. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Patient identifier-race: unk. Date of event: unk. Implant date: unk. Explant date: unk. No similar complaint event(s) within associated lots were found. Claim#: (B)(4).